Event description:
On (B)(6) 2017, an aortic valve replacement was performed and a 23 mm trifecta gt valve was implanted to replace a severely stenotic bicuspid valve. The case was uneventful and the patient had a normal and uneventful post-operative course. On (B)(6) 2017, the patient had a follow-up echocardiogram performed and severe intra-valvular regurgitation was seen that was highly eccentric, along with a mild posterior paravalvular leak. Intra-operative transesophageal echocardiography (tee) demonstrated moderate aortic regurgitation with an eccentric jet located between the left and right cups, which appeared to be paravalvular. The valve was explanted on (B)(6) 2017. Surgical inspection did not demonstrate the presence of a site for pvl, but it was noted that the leaflet edge where the left and right cusps met seemed to be rolled over. There was concern that the rolled over leaflet edge was preventing adequate coaptation and was the reason for the aortic regurgitation. Of note, a piece of tissue from leaflet 1 was excised in pathology at the hospital. A 23 mm edwards lifesciences magna ease valve was implanted. The patient tolerated the procedure and is doing well.

Manufacturer narrative:
The device was returned due to aortic regurgitation and it was reported that "the leaflet edge where the left and right leaflets met seemed to be rolled over". Gross morphological and histopathological examination revealed leaflet 3 contained a fold in the free edge and all three leaflets were stiffened when manually manipulated. X-ray examination of the stent showed the stent base appeared generally circular and that the three stent posts appear generally straight. It was concluded that there was no visual deformation of the stent. In an effort to gain a general understanding of how the valve may function, a patch of fixed bovine pericardium was sewn onto the inflow side of leaflet 1. The valve was then run in a pulse duplicator at standard aortic conditions to visually assess function. It was noted that leaflet 1 did not open as far during systole as leaflets 2 and 3; this is likely due to the size of the patch and alterations made to sew it in place in addition to the stiffened nature of the leaflet post explant. In addition, all three leaflets did not appear to open fully. No further hydrodynamic testing was completed on this valve. No conclusions about the returned valve¿s performance were made due to the modifications that were required (patching of the leaflet) to run the valve in the pulse duplicator. The functional inspection video was reviewed and the results obtained were compared with the inspection requirements. The valve was found to meet all of abbott¿s quality requirements for valve function as documented during manufacturing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A detailed review of the valve records indicates all manufacturing steps were completed and the valve was approved in all the applicable testing and inspections during the manufacturing process. The cause of the reported event remains unknown.

Manufacturer narrative:
The device was returned due to aortic regurgitation and per report "the leaflet edge where the left and right leaflets met seemed to be rolled over". Gross morphological and histopathological examination revealed leaflet 3 contained a fold in the free edge and all three leaflets were stiff when manually manipulated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The functional inspection video was reviewed and the results obtained were compared with the inspection requirements and the valve was found to meet all abbott requirements for adequate coaptation at the time of manufacturing including no stent post gap. Review of the valve indicates that all manufacturing steps were completed and the device was approved in all the applicable testing and inspections during manufacturing process. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and a 23 mm trifecta gt valve was implanted to replace a severely stenotic bicuspid valve. The case was uneventful and the patient had a normal and uneventful post-operative course. On (B)(6) 2017, the patient had a follow-up echocardiogram performed and severe intra-valvular regurgitation was seen that was highly eccentric, along with a mild posterior paravalvular leak. Intra-operative transesophageal echocardiography (tee) demonstrated moderate aortic regurgitation with an eccentric jet located between the left and right cups, which appeared to be paravalvular. The valve was explanted on (B)(6) 2017. Surgical inspection did not demonstrate the presence of a site for pvl, but it was noted that the leaflet edge where the left and right cusps met seemed to be rolled over. There was concern that the rolled over leaflet edge was preventing adequate coaptation and was the reason for the aortic regurgitation. Of note, a piece of tissue from leaflet 1 was excised in pathology at the hospital. A 23 mm edwards lifesciences magna ease valve was implanted. The patient tolerated the procedure and is doing well.